Event description:
It was reported that, "hemi arthroplasty. They put the stem down and they were press fitting the femoral stem. They put a +0 adjustment sleeve and it wouldn't sit properly. They put a 28 c-taper head/ball which also would not sit properly. The surgeon wanted to remove the stem but the sales rep had another sleeve with a unipolar which worked perfectly."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.